Manufacturer narrative:
During servicing of a monitor, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. The monitor failed incoming functional testing. The cause for the failure was isolated to debris build up in belt receptacle causing intermittent belt connection. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. There is no indication that this device malfunction caused or contributed to the patient's passing.

Event description:
During servicing of a monitor, which was returned for investigation into a patient death, a reportable malfunction was found. The monitor failed incoming functional testing.